Event description:
Pt with long segment 10cm low grade dysplasia treated with rfa developed mild stricture of the esophagus which was successfully dilated. There was no reported malfunction of the device, and no association between the event outcome and the device performance could be established.